Event description:
The catheter became mishaped after introduction into the left atrium. There is no mention of anatomical issues or problems in the md operative report. It was replaced by another catheter of the same model and proceeded without further incident. The patient had a successful procedure.====================== manufacturer response for lasso 2515 nav variable catheter, lasso 2515 nav variable catheter (per site reporter)======================rep was in ep department at time of event. No response to this reporter